Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. No eye injury noted.

Event description:
Additional information reported surgery was completed with a back-up device.

Manufacturer narrative:
Device analysis: the sample was evaluated. A visual inspection of the injector and functionality test were performed. No damage was observed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) in each bevel position was observed. The expected results of functionality test were met. A stent was not observed to deploy during the functionality test. Upon completion of the functionality test, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test. .

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. No eye injury noted.